Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis and hypertension in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following information was reported. On an unreported date, the patient was diagnosed with high blood pressure. On (B)(6) 2012, the patient was hospitalized for high blood pressure. During the hospitalization, she developed peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. Treatment was not reported. The outcome of peritonitis was unknown and high blood pressure recovering.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12c27078 h12c06056 h12c12039, and h12c30049. No exceptions were observed that were related to the reported condition. Follow up from the nurse on (B)(6) 2012: the hospital dates were confirmed. Indication for hospitalization: issues (declined to specify further). The nurse could not confirm if the patient was experienced high blood pressure. While hospitalized, a colonoscopy was performed for an unknown indication. Results of the colonoscopy were unknown. While hospitalized, after the colonoscopy, the patient developed peritonitis. Causes of the issues requiring hospitalization and of the peritonitis were unknown. Treatment for the peritonitis included intraperitoneal ceftazidime and vancomycin. (Dosage, frequency, lot not reported). The patient was recovering from the peritonitis. Recovery status for the issues were unknown. Dianeal and extraneal therapies were ongoing. Events were not related to dianeal, extraneal, homechoice machine, or any baxter disposable part.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. The specific product code for the minicap transfer set is unknown; however the brand name, manufacturer and 510k will be provided in the MDR. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for h12c27078, h12c06056, h12c12039, h12c30049 with no issues noted during the manufacturing process.